Event description:
The customer complained of experiencing high blood glucose. The reported blood glucose reading was 12 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. The customer stated that the insulin pump alarmed no delivery a few times prior to the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.